Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced migration, lead moved, or wire moved. The patient experienced loss of stimulation and loss of therapy as the issues related to the migration. The patient reported that they were receiving an error from the programmer which says "communication error leads are not attached to the cable" they tried to retry it nothing happens. The patient was advised to contact their physician to reconnect the leads. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown; implanted: (B)(6) 2025.product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.